Manufacturer narrative:
(B)(4). The handpiece was received with nose cone slightly separate from the mid housing. The handpiece was connected to a test device and tested on a gen04. The handpiece was functional. No error code 5 was displayed at any time during testing. The handpiece was disassembled to inspect the internal components and no anomalies were found. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Event description:
It was reported that during an unknown procedure, there was an error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported